Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022 the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 100 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. A bilateral sfa in-stent restenosis (isr) was seen on duplex ultrasound (dus) on (B)(6) 2023. A right leg extremity (rle) revascularisation on (B)(6) 2023 involved non bm3d bare metal stent placement, drug coated balloon / drug eluting balloon (dcb/deb), pta/standard balloon angioplasty and laser atherectomy on the sfa middle third to distal third and popliteal artery. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. This event was reviewed by veryan and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information, sections d.3. And g.1. Were updated with veryan's address, sections g.6. And h.2. Were updated with the type of report (follow-up 01) and the reason and section h.11. Was updated to reflect the changed sections in this report.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 100 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion-related. A bilateral sfa in-stent restenosis (isr) was seen on duplex ultrasound (dus) on (B)(6) 2023. A right leg extremity (rle) revascularisation on (B)(6) 2023 involved non-bm3d bare metal stent placement, drug coated balloon / drug-eluting balloon (dcb/deb), pta/standard balloon angioplasty and laser atherectomy on the sfa middle third to the distal third and popliteal artery. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. This event was reviewed by veryan and considered possibly related to the device. Additional information reviewed on 15-apr-24 included the clinical events committee (cec) determination that this event of restenosis was not related to the device implanted. This event was the second restenosis that had occurred and required a tlr intervention and as a result, this event was determined to be due to the progression of the patient's underlying disease. The first restenosis event was reported in MDR 3011632150-2022-00125.